Event description:
A (B)(6) female pt's spouse called zoll customer support to report a service code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon receipt the electrode belt failed incoming functional testing. Upon investigation, there was a shorted pulse wire in the distribution node to front therapy electrode cable. The cause for the code 204 and the test failures is the shorted pulse wire. The root cause for the shorted pulse wire cannot be positively determined but is likely excessive force placed on the cable section. No adverse event resulted from the damaged pulse wire. The pt received a replacement electrode belt.